Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 5.4cm in diameter abdominal aortic aneurysm. It was reported that during the procedure, the physician attempted to release the top cap during main body deployment however, the crowns did not fully release. The thumb dial was totally engaged. The physician rotated the device clockwise and counter clockwise and attempted to recapture the crowns with the thumb dial turns. The physician advanced the device minimally, retracted device minimally, and crowns still remained encapsulated. Lastly, the physician introduced a contra catheter to the level of the top cap and advanced an amplatz wire through catheter into bottom of top cap and advanced upward to release the top cap. No clinical sequelae were reported and the patient is fine. Additional information received on reported that there was no separation seen between the spindle and the sleeve observed when they attempted to deploy the suprarenal stents using the rear handle and the linkage did not break; there was no observed damage to the device; the tip did not detach; and there were not any anatomical issues that may have prevented the release of the suprarenal stents.